Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a review of the pump¿s black box showed evidence of loss of prime warnings related to the pump not being primed after pump reboots. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specifications. The complaint of a loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display.